Event description:
Clinician complained of unintentional shocking sensation during the configuration of an electrotherapy treatment. The clinician was configuring the russia waveform when the unintentional shock sensation was felt by the clinician. The clinician was in the process of determining the pt motor point in the quad treatment area. The pt and clinician did not suffer any injury from the event. The clinician also got shocked when the equipment was tested with the interferential waveform. The clinician was using 2" self adhesive electrodes.

Manufacturer narrative:
Awaiting device return and evaluation.